Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was reportedly cracked and the battery cap was not able to be secured tightly to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection and was used to successfully complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.